Event description:
In 2006, dr. Of skincare physicians was treating my rosacea with the pulsed dye laser for the second time when something happened- it was very painful- and the laser burned my skin and left me with permanent side effects. I have small scars all over my face- textural changes-, nerve damage, fat loss - the most upsetting-, and loss of elasticity. I have textural changes inside and outside my skin. My facial structure changed because of the fat loss. The dermatologist denied the whole thing and would not lift a finger to help me. He ran away and abandoned me to cope with this on my own. This led me to seek help from other dermatologist who did not know me, never saw me before and looked at me as a liability case. Every time I would mention the word laser to the dermatologist, I came to see for help, it seemed like a door would shut in my face. Throughout this dilemma only one doctor helped me and treated me and I thank god for her. I had no before and after photos since skincare physicians does not feel they need to take them. The nurse at skincare said that they are not required to do so. I was also told they are not required to give before and after procedure instructions. This was told to me after my side effects from the laser. The place is supposed to be a reputable dermatology office, yet when something happened, I was shunned by the doctor even though he is aware and knows that I have the side effects. I trusted him completely and never in my life thought that I would have to go through this horrible pain and abuse. When I told him that the laser burned my skin and scarred it, he replied that "lasers don't burn, lasers don't scar, and scars are big." I know now that prior to this laser treatment, even though I had rosacea, I had good and lovely skin. If I knew what I know now I would run from skincare physicians and never have had the laser touch my skin. These side effects are not recorded, so a lot of people are not aware of them. I had to research on my own to find out what happened to me and I found that I was not the only one. I learned what the laser is what it can do. Laser beams are capable of causing a localized vaporization of tissue which in turn can create a mechanical shockwave to be propagated through the tissue -acoustic effects-. Shockwaves can cause tearing of the tissue. Laser light can also cause changes to tissue -photochemical effects-. There are other people suffering from the same side effects. These side effects are devastating and cause a lot of pain, depression, stress, and anxiety. Lasers can be unpredictable even in an experienced doctor's hands, because they can make mistakes. I am writing this complaint to make the u.s food and drug administration aware of the damage these devices can cause, in particular "fat loss" which is a devastating deformity and is very expensive to fix for a lot of people like me. My first treatment had a lower setting and it went ok. I was told I needed 3 treatments.

Event description:
Add'l info rec'd from rptr on (B)(6) 2013: this is a third report on the same incident reported on (B)(6) 2008 and (B)(6) 2009. I have permanent side effects, scarring, fat loss, nerve damage and very lax skin on my face and neck from my second treatment for rosacea performed by a board certified dermatologist at (B)(6) on (B)(6) 2006. The laser used was the pulsed dye laser, the candela v beam. This was the laser that was used for my first treatment. I know that this is true because that is what the doctor told me that he was going to use to treat me when I had my first treatment. My second treatment was so painful, the pain was like a hot wave going down my face and into my neck and I ended up with soft tissue damage and changes to my facial contours and damage to my neck. The laser that damaged me was the pulsed dye laser not the gemini laser as reported in the addendum on (B)(6) 2009. Also see (B)(4). Brand name: v beam, common device name: pulsed dye laser, MFR name, city and state: (B)(6), operator of device: health professional.

Event description:
This is an addendum to previous report for an adverse event reported on 11/25/2008; in 2006 a dermatologist burned, scarred, and damaged my face while treating my rosacea with the gemini laser. This description should be included under the brand name.